Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.